Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that after having moved the patient in ICU, a pacing failure appeared. The abnormality was not found in the lead or the connection of the adapter. When the lead and an external pulse generator were connected directly, the pacing failure did not occur. The adapter was replaced. No patient complications have been reported as a result of this event.